Event description:
The caller reported the tube was inserted in the pt on (B) (6) 2009 and on (B) (6) 2010, a leak was observed. The pt was taken to the ER on (B) (6) 2010 to have a non-routine replacement of the tube.